Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent it on one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Abrasion was also noted on the other exhaust tube of the pump. A group of partial separations was noted on the inlet tube of the reservoir. Testing revealed this to not be a site of leakage. No functional abnormalities were noted with either cylinders or reservoir. Based on examination of the returned product, the abrasion mark noted adjacent to the separation in the exhaust tube of the pump indicated that it had kinked onto itself for a period of time while in vivo. The abrasion then resulted in the separation noted in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information malfunction.